Event description:
It was reported that during the implant attempt the left ventricular lead migrated and could not be fixed. The lead was unsuitable for the blood vessel diameter. The unipolar lead was changed to the bipolar lead and was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.